Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The suspect cable was replaced and the hardware, software, and instruments passed the system checkout. The system was then found to be fully functional. The cable was discarded at the site and unavailable for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the external system control unit (scu) to positioning sensor unit (psu) cable was damaged and the system was not showing the psu.